Event description:
Halyard health received a report stating the adapter on the closed suction catheter broke away and became stuck inside of the endotracheal tube. The patient was extubated and reintubated without incident. No additional info was provided in regards to the patient's status. Additional info was received 01/03/2015. The endotracheal tube was placed on 12/11/2014.

Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. A review of the device history record is not possible as no lot number was provided. Upon completion of the sample evaluation; a f/u report will be filed. Halyard health has no independent knowledge of the event reported but is relaying the info that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).